Event description:
It was reported that during testing and maintenance, the power handle displayed a battery power error and a picture of the handle with a circle and line through it. After an attempt was made to charge the unit and clear the error, the error remained on the screen. There was no patient involvement. Medtronic's initial evaluation of the incident device found that both battery cells were found to be vented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. Visual inspection revealed cracks on the external handle housing, which are indicative of improper cleaning with incorrect wipes. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. Th is would result in the handle not initializing after being removed from the charger. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. It was reported that a handle battery error occurred and a handle error occurred, indicated by a red circle with a line. The reported issues were confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate these issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'there were cracks on the external housing' not related to the reported condition. The product analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: the power handle carries an ipx3 rating according to which only provides protection from spraying water. Wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿ tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.